Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator (mtm) dropped on its own. The intuitive tech support engineer (tse) reviewed the system logs and found error 23075, indicating the right mtm drifted. The suspect mtm was controlling universal surgical manipulator (usm) 3, which had a large needle driver instrument installed. The instruments were swapped between usms 1 and 3 and the issue remained. There were no reports of patient injury. Intuitive received the following additional information via follow up: the customer was able to continue the procedure robotically, experiencing difficulty with the right mtm. The doctor could feel the effect of this issue on their own wrist. The customer completed the procedure using all 4 usms. There was a surgical delay of 15-20 minutes. The mtmr was replaced. Everything was working properly.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.